Manufacturer narrative:
The events occurred on an unspecified date of (B)(6) 2023, between (B)(6) 2023 to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of polyethylene lined tubing sets did not infuse parenteral nutrition as scheduled. This was observed during patient infusion using baxter infusion pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.